Event description:
A nurse noted some bleeding around a PICC dressing. The PICC line had broken off, with length still in the patient. The PICC remnant was removed without difficulty. X-ray confirmed removal of the line.